Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). No associated capas. Complaint history review/trend analysis: (24 months review and percent of sales) 1 previously confirmed "integ-reading" complaints within the past two years. (B)(4) units sold within past two years. Failure rate =(B)(4). Root cause/failure investigation: the customer did not return the device for evaluation or provide any further information regarding the alleged complaint. Failure mode: no device returned - unable to determine.

Event description:
Part1104b -olm intracranial pressure monitoring kit - patient on camino icp monitor. Patient was placed flat for care, camino with bolt intact. Patient had been for icp (increased intracranial pressure) range 3-5 jumped to 18-19, no change in patients' assessment. Hob (head of bed) elevated wave consistent, then flatted. Resident called natus 24/7 clinical support. During troubleshooting the screen presented temperature numbers - [redacted name] does not use temperature integration. The screen then flashed out of the temperature range. Due to the concern of the screen and inflated numbers -bolt removed. Both the camino and bolt are being sent to the company for further inspection.

Manufacturer narrative:
Initial report natus complaint (B)(4). Per (B)(4) rev 05 camino 110-4 series catheter kits-risk analysis spreadsheet (ras) hazard ID 12.1. Cause - nonfunctional product/inability to set zero prior to use: non-robust fiber design or materials / for intended use. Effect (harm)- minor delay in patient treatment residual risk - minor. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. It has yet to be confirmed if the affected catheter and the related cam02 serial# (B)(6) will be returned to natus. Further investigation to be carried out.

Event description:
Part1104b -olm intracranial pressure monitoring kit - patient on camino icp monitor. Patient was placed flat for care, camino with bolt intact. Patient had been for icp (increased intracranial pressure) range 3-5 jumped to 18-19, no change in patients' assessment. Hob (head of bed) elevated wave consistent, then flatted. Resident called natus 24/7 clinical support. During troubleshooting the screen presented temperature numbers - [redacted name] does not use temperature integration. The screen then flashed out of the temperature range. Due to the concern of the screen and inflated numbers -bolt removed. Both the camino and bolt are being sent to the company for further inspection.